Event description:
Event verbatim [preferred term] (related symptoms if any separated by commas). Severe knee swelling [joint swelling]. Knee effusion [joint effusion]. Case description: spontaneous report received on 09-jun-2008 from a female consumer of unk age, who experienced severe knee swelling and knee effusion after starting synvisc. The pt reported that she saw her doctor on the event date, and received all three synvisc injections into an unspecified knee that day. She stated that she was told by her doctor that it was the same thing whether she received all the injection at once or spread out over a three week period of time. She experienced severe swelling and ended up in the hospital on morphine. They drained her knee at the hosp. The pt was concerned that she had no synvisc left at all in that knee. At the time of this report, the pt was recovered.

Manufacturer narrative:
Evaluation summary: the product lot number was not provided, therefore, a batch record review is not possible. It is the requirement to review all finished batch records for conformance to specifications prior to release. Any out of specification result is identified and mitigated through the ncr process. Data is periodically presented and reviewed by individuals responsible for assuring product quality. This review has not indicated trends that could be associated with any product complaint. Genzyme will continue to monitor complaints.